Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿.

Event description:
The complainant reported that they encountered delivery issues. Following impella cp placement into the left ventricle, the 0.18 guidewire was attempted to be removed by the physician. However, resistance was encountered and the catheter and wire began to buckle. The decision was then made by the physician to remove completely the impella cp and the wire was removed from the ventricle without complication. The decision was made to place an additional impella cp. There was no patient harm.

Manufacturer narrative:
The root cause of delivery issue is not determined because the the pump was inserted through guide wire into the left ventricle but the guide wire buckled while pulling out from the ventricle. There were no sufficient details that explains the cause of the buckling and the product was not returned for investigation. Hence, the root cause is not determined.